Event description:
It was reported that during an implant attempt, the physician was not comfortable with the "amount of movement" on the pace/sense pin. "The lead was in the body, but never implanted." A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed blood in/on the helix/lobe mechanism. The gap between the pin cap and retainer met specifications.